Event description:
It was reported that during attempted implant, the physician saw a kink or bend in the proximal tip of the rv (right ventricular) lead and while testing the impedance was greater than 4000 ohms. The rv lead and cable were replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. It was observed there is blood in/on the helix mechanism.